Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable crep2 creatinine plus ver.2 result for 1 patient tested on a cobas 8000 c (701) module. The initial crep2 result was 6 mol/l with a repeat result of 85 mol/l. The erroneous result was not reported outside of the laboratory. The repeat crep2 result of 85 mol/l was deemed to be correct. There was no allegation of an adverse event. The crep2 reagent lot was 33362401 with an expiration date of 31-jan-2019. Review of the calibration and qc history did not show any indication of an issue. Since the daily alarm trace showed no abnormal sample aspiration alarms, there does not seem to be a sample quality issue. The analyzer alarm history did have sample short alarms that were accompanied with an analyzer alarm related to problems with the instruments liquid level detection function. The sample probe was replaced which resolved the problem. A clear indication of what was wrong with the sample probe could not be provided. The investigation was unable to find a definitive root cause.